Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a system error. It was indicated that a display wire was pinched and wire was exposed. It was also indicated that multiple external components were damaged and/or contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) exhibited an error code. The epg was returned for service. There was no patient involvement.